Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing and false atrial fibrillation. No device intervention was performed. Patient was stable.

Event description:
New information received indicated that the device was reprogrammed on (B)(4) 2019.

Event description:
New information received indicated that false atrial fibrillation episodes and intermittent undersensing were still noted. The device was reprogrammed but the issues persisted. Patient will continue to be monitored.